Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that fracture was not visualized via fluoroscopy; however, the decision was made to surgically cap the lead.

Event description:
Additional information was provided that the patient's defibrillation lead was fractured, and was scheduled to be surgically capped and replaced.

Event description:
Boston scientific crm received information that the latitude system detected a red alert from this cardiac resynchronization therapy defibrillator (crt-d) due to high shock impedances of greater than 125 ohms. There was also noise observed on the right ventricular (rv) and shock channels. To date, there have been no reported adverse patient effects related to this clinical observation.